Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the itching/rash. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported severe itching and a rash during/after 72 hours of pod wear. He was prescribed a cortisone ointment by a dermatologist.